Manufacturer narrative:
The tech isolated the issue to faulty brake/steer linkage. He replaced the brake/steer linkage with an upgrade kit to repair the stretcher.

Event description:
Info received indicates, the casters are not holding when the brake/steer pedals are engaged from either end of the stretcher.